Manufacturer narrative:
It was reported that medication leakage was noted from a syringe. Reportedly, the unspecified medication was "seeping past the rubber stopper and going backwards into the syringe." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problems/issues. Samples were returned for evaluation and functional testing found all samples able to draw up fluid and push out their contents without impact to the amount of fluid removed or allowing fluids to come behind the plungers. The reported problem/issue was unable to be reproduced or confirmed. In an abundance of caution, and in response to an FDA 483 issued for cfn (B)(4) on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that medication leakage was noted from a syringe.